Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed. No leaks were observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the user encountered a leak with a tube that may potentially be a design flaw. The cuff was checked before anesthesia and was found to be intact. However, after intubation, a leakage occurred, and upon inspection of the tube, it was found to be leaking at the weld. There was patient involvement but the patient has reportedly not suffered any harm.

Manufacturer narrative:
B3: year of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.